Manufacturer narrative:
The product associated with this reported event was not returned for examination. The investigation could not draw any conclusions about the reported breakage based on the lack of the product to examine. Based on the inability to confirm the reported event and the inability to identify root cause, the need for corrective action is not warranted. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
White tibial impactor broke as surgeon was impacting the tibial tray during cementing.

Manufacturer narrative:
: This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.